Event description:
It was reported the procedure was to treat a lesion in the common iliac artery via a radial approach. The ht command guide wire was advanced with resistance noted due to the anatomy. During removal the guide wire caught on the implanted stent, force was applied and the guide wire separated. No intervention was performed to remove the separated portion and it remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.